Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the permanent transition to hd for rrt. The definitive etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. However, per the pdrn the serious adverse event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, duration, frequency not provided). However, the patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). During the procedure a tunneled hemodialysis (hd) catheter (not a fresenius product) was placed, and the patient was transitioned to hd for rrt. The pdrn stated the definitive cause of the peritonitis is unknown; however, the pdrn was confident the serious adverse events were unrelated to any fresenius product(s) and/or drug(s) deficiency or malfunction. The patient currently remains hospitalized and is recovering from the serious adverse events. The patient¿s remaining antibiotic course will be completed intravenously.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, duration, frequency not provided). However, the patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2025, and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). During the procedure a tunneled hemodialysis (hd) catheter (not a fresenius product) was placed, and the patient was transitioned to hd for rrt. The pdrn stated the definitive cause of the peritonitis is unknown; however, the pdrn was confident the serious adverse events were unrelated to any fresenius product(s) and/or drug(s) deficiency or malfunction. The patient currently remains hospitalized and is recovering from the serious adverse events. The patient¿s remaining antibiotic course will be completed intravenously.